Event description:
It was reported that the patient's personal diabetes manager gave an error message during operation. The error was dismissed and resumed operation.

Manufacturer narrative:
The returned device was found to have a swollen battery. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.